Event description:
It was reported that the customer thinks she keeps changing her bolus wizard amount because she thinks she would give herself too much insulin when using the insulin pump. The blood glucose reading was 568 mg/dl. The customer called to run the high pressure test on the device but could not find the tubing clamps to complete the troubleshoot procedure. Advised customer on bolus wizard settings and basic bolus wizard education. No recent alarms were found in the device alarm history except for a low reservoir alert 5 days prior to the call. The bolus history was found to be accurate. The customer complained of feeling bad and needing to vomit; she treated with manual injection. She stated that she thinks she might not have bolused correctly because she had forgotten what she learned with her trainer. Nothing was programmed into the device, and only bolus wizard settings were checked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.